Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse had the screen on their arctic sun device was frozen. Tried turning device off and on. At first it still was not responding, but the nurse wiped the screen down with a baby wipe and it started responding again. They was able to continue the therapy at that point.

Event description:
It was reported that the nurse had the screen on their arctic sun device was frozen. Tried turning device off and on. At first it still was not responding, but the nurse wiped the screen down with a baby wipe and it started responding again. They was able to continue the therapy at that point.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. Since, the reported event was confirmed to be use related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse had the screen on their arctic sun device was frozen. Tried turning device off and on. At first it still was not responding, but the nurse wiped the screen down with a baby wipe and it started responding again. They was able to continue the therapy at that point.